Event description:
This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from other non-health care professional this case concerns (B)(6) year old female patient who received treatment with synvisc one and after few hours pain in the knee; later after unknown latency patient cannot elevate knee and knee was stiff, also, device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. No previous synvisc or similar type injections in past. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (expiration date: not reported; lot number: 7rsl021) for osteoarthritis in left knee. It was reported that 2-3 hours after the injection patient had pain in the knee and cannot elevate it because it made pain worse. The reporter stated that the patient's knee was stiff and had received no relief with ice and (B)(6) with no relief. The doctor advised the patient to "continue to rest, ice, and elevate along with using non-steroidal anti- inflammatory drug (nsaids). Corrective treatment: ice, paracetamol, rest, elevate, nsaids for pain in the knee; later after unknown latency. Patient cannot elevate knee and knee was stiff. Outcome: recovered for can't bear weight on affected knee; unknown for knee swollen; not recovered for rest an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 12-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced left knee pain, knee stiffness and joint range of motion decreased. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This case was cross reference with (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from other non-health care professional this case concerns (B)(6) female patient who received treatment with synvisc one and after few hours pain in the knee/could not elevated due to worsening pain; later after unknown latency patient cannot elevate knee/could not elevated due to worsening pain and knee is stiff/complained of stiffness. Also, device malfunction was identified for the reported lot number. Patient received a past synvisc one injection on (B)(6) 2017. Patient's medical history was significant for left knee pain, hypercholesterolemia, hypertension, lung cancer, back pain, obesity, lobectomy, right total knee arthroplasty in 2006, left eye macular wrinkle repair in (B)(6) 2016, left eye cataract repair and pain in unspecified hip. Patient's concomitant medications included pantoprazole for celiac disease, levothyroxine sodium for hypothyroidism, gabapentin, lisinopril, potassium chloride (klor-con), montelukast sodium, travoprost (travatan), atorvastatin calcium, triamterene, cholecalciferol (vitamin d3), chondroitin sulfate/glucosamine hydrochloride (osteo bi-flex), euphausia superba oil (krill oil), nicotinamide/pyridoxine hydrochloride/riboflavin/thiamine hydrochloride (b complex) and silybum marianum (silymarin). The patient was reported to have gluten allergy. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number: 7rsl021; expiration date: 31-may-2020) for osteoarthritis in left knee. It was reported that 2-3 hours after the injection patient had pain in the knee and cannot elevate it because it made pain worse. The reporter stated that the patient's knee was stiff and had received no relief with ice and paracetamol (tylenol) with no relief. The doctor advised the patient to "continue to rest, ice, and elevate along with using non-steroidal anti-inflammatory drug (nsaids). It was reported that some increased soreness was normal increased the amount of fluid in the knee with the injection and its thick. On (B)(6) 2018, examination of her left knee revealed that she had pain at the medial joint line, lateral joint line and patellofemoral joint. She has crepitus in the patellofemoral joint. She has good motion and clicking, popping, snapping, and grinding with all motion. No varus or valgus instability. No anterior or posterior drawer. The remainder of the examination is unremarkable. Corrective treatment: ice, paracetamol, rest, elevate, nsaids for pain in the knee; later after unknown latency patient cannot elevate knee and knee was stiff. Outcome: recovered/not resolved for all the events a pharmaceutical technical complaint (ptc) was initiated and (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction follow up was received on 09-jan-2018. Global ptc number was added. Additional information was received on 12-feb-2018 from the patient. Patient's past injection, medical history, concomitant medications and concurrent conditions were added. Event verbatim for the event of cannot elevate knee was updated to cannot elevate knee/could not elevated due to worsening pain, for the event of pain in the knee was updated to pain in the knee/could not elevated due to worsening pain and for the event of knee is stiff was updated to knee is stiff/complained of stiffness. Expiration of the product was added. Patient's allergic history was added. Outcome for all the events were updated from not recovered to recovered. The text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 12-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced left knee pain, knee stiffness and joint range of motion decreased. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.